Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va1pl3a, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 06-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the lead had an impedance of over 4000 on all electrodes. The battery was reading 1-1 months remaining. The lead had twisted up around itself and fractured. The patient reported no contributing factors. An impedance check and battery check had been performed and multiple programs had been tried. No patient symptoms were reported. A new battery and lead were placed. It was reported the issue was resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported the device would not be returned, it had been discarded by the facility.